Event description:
It was reported that the 9800 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and the ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.